Event description:
Information received by medtronic indicated that customer reported low blood glucose level and was using the insulin pump within 48 hours prior to the event. The blood glucose reported was 36 mg/dl. The treatment was carried out by food intake. The customer also received change sensor and calibration not accepted alert. Troubleshooting steps were carried out by the customer. Also, a follow-up is required to check whether auto mode was active during the event. The products will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.